Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1. The device was implanted for 51 months and 21 charging cycles were recorded to the device memory. The memory content of the device was inspected. Confirming the clinical observation, the inspection revealed an increasing left ventricular pacing threshold since (B)(6) 2015 as well as an elevated left ventricular pacing impedance since (B)(6) 2015. Therefore, the impedance measurement functions of the device were tested and proved to be fully functional. In a next step, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. There was no indication of a device malfunction.

Event description:
Ous MDR. After an implantation period of about 51 months, impedance values > 3000 ohm were reported. Also the pacing threshold reportedly rose from 0.7v to 2v. The lead was explanted but not returned to biotronik. No adverse patient side effects have been reported.